Event description:
It was reported there was an implantable neurostimulator (ins) replacement due to an overdischarge. There were telemetry issues and a suspected discharge on (B)(6) 2012. The patient had not used the system for two months. On (B)(6) 2012, it was reported, the ins was being replaced. On (B)(6) 2012, the ins was replaced. The cause of the overdischarge was unknown. The battery did not turn on "one day." The patient charged the device once a month. At the replacement, good coverage was obtained. It was noted contact #8 had impedance over 10,000 ohms intra-operatively and post-operatively, but the ins was able to be programmed around this contact and the patient had good coverage.

Manufacturer narrative:
Product ID, 3998 lot# v000263 serial#, implanted: 2005 (B)(6), explanted: product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: product type recharger product ID, 37742 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: product type programmer, patient product ID, 3708360 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: product type extension product ID, 3708360 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: product type extension. (B)(4).